Event description:
It was reported that the patient is having increased seizures and the seizures are presenting differently. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
The suspect device was received into analysis. Analysis is underway but has not been completed to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.